Manufacturer narrative:
Product event summary: at analysis it was noted that both super capacitors were worn and both bail covers were cracked. The unit was cleaned and inspected and both super capacitors and both bail covers were replaced and the unit was then tested on the automated test system and passed. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action.

Event description:
The external pulse generator was returned for preventive maintenance and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.